Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "we just opened a box of the v1390 IV administration set, by b. Braun, length 83" (210cm), priming volume: 15ml and noticed that it seems different than usual. The tubing is stiffer and the roller clamp is very stiff and does not give a lot of options for drip speed. It is either fast or very slow, not like before where you could stop it anywhere along the channel to give you the speed of drip you need. The roller is also stiff and sharp and not easy to manipulate like before. It actually hurts your thumb when you roll it. No injury reported.